Manufacturer narrative:
E.1. Characters limit is exceeded at facility name: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the needle did not retract. This is a report about needle retraction failure. According to the customer report, after puncturing the patient, an attempt was made to press the button to retract the needle; however, the mechanism stopped halfway, and the needle did not fully retract after use.